Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported [increased charge time] could not be conclusively determined. (B)(4).

Event description:
After review of the x-ray image, the conductors of the right ventricular lead were determined to be externalized. The lead was capped and replaced and the patient was stable.